Manufacturer narrative:
A spacelabs field service engineer performed an investigation of the device and confirmed the reported complaint. Replacing the power supply and power cycling the device resolves the issue. As the problem was discovered prior to use and a low battery alarm generated, use of the device is prevented until the issue is resolved. The issue showed no risk of serious harm and no serious risk should the event recur. However, spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017, the arkon was connected to ac power but the battery did not charge. A low battery alarm was generating and the arkon system status computer display would not turn on. The device was not in patient use when the issue was discovered. No injury was reported.